Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2024 the patient had a seizure and bit her tongue because her dexcom app did not alert her readings. The patient declined to provide information. The patient did not specify if there was no vibration or no audio, she just said she did not get an alert. The patient was uncooperative and did not want to provide further information. The patient's husband got the alert on the follow app and called 911. There was no documentation of further medical evaluation or intervention. The patient was fine and at home at the time of the report. Data was provided for investigation. The allegation was undetermined via data. However, it was found that an app crash occurred. The probable cause was determined to be potential patient misuse as the app was manually closed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause seizure. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).